Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic ring on the reservoir came off. Customer's blood glucose level was unknown. Customer reported that it was the physical damage to the insulin pump reservoir lip ring. Customer also stated that the reservoir unable to lock in place when inserted into insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.